Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/27/2025, it was reported by a sales representative via (B)(4) that an ar-18800-03 driver shaft and an ar-18800-04 driver shaft are over torqued and twisted. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-18800-03 t6, ao driver shaft batch number: 1392240 was received for investigation. Visual evaluation of the returned device noted the laser markings were faded and the driver tip was twisted/bent. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head. Refer to investigation photos. Complaint allegation is confirmed.